Event description:
It was reported that a red alert was generated for this system due to an out of range shock impedance measurement greater than 200 ohms. Stable measurements were noted for the past year. A boston scientific technical services consultant recommended further system evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert was generated for this system due to an out of range shock impedance measurement greater than 200 ohms. Stable measurements were noted for the past year. A boston scientific technical services consultant recommended further system evaluation. No adverse patient effects were reported. It was reported that a revision procedure occurred and the right ventricular lead was explanted and replaced. No additional adverse patient effects were reported.